Event description:
Patient is a young adult who presented for replacement of right ij (internal jugular) mediport due to malfunction, leaking into the neck. Phm (prognostics and health management) of patient includes chronic pain, fibromyalgia, pots, and celiac artery compression syndrome. The port and catheter were removed, and multiple fractures were noted in the catheter. The defective catheter was replaced, hemostasis was achieved, and the patient was transferred to recovery and discharged to home later that same day. The device was sequestered for investigation and the representative notified. Manufacturer response for c.r. Bard powerport 8f single lumen venous with septum measuring 2.5x2.3x1.2cm., powerport 8f single lumen venous with septum (per site reporter). Pending.